Manufacturer narrative:
(B)(4). Tw drill 1.1x50mm 9mmstop w/nt cat#: 01-7146 lot#: 321008. Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00207.

Event description:
It was reported that a patient underwent an initial segment procedure in which the instrument fractured after the surgeon drilled a pilot hole, and pulled the drill tip out of the patient's bone. There were no drill tips left in the patient's body. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
D4 - the two (2) tw drill 1.1x50mm 9mmstop w/nt (item# 01-7146, lot# 321008) were returned for investigation. It was determined that the '321008' etched on the body of these drills is the vendor's lot. Based on a review of inventory transactions and the customer's purchase history, there are 13 possible zimmer biomet lots: 061220, 229520, 255860, 394370, 394390, 623100, 623130, 714360, 894250, 894450, 894500, 894520, or 894590. It is unknown which exact device encountered this issue, it is one of the following: item#: 01-7146 lot#: 061220. Manufacture date: feb 26, 2020. UDI: (B)(4). Item#: 01-7146 lot#: 255860. Manufacture date: mar 07, 2020. UDI: (B)(4). Item#: 01-7146. Lot#: 394370. Manufacture date: dec 30, 2019. UDI: (B)(4). Item#: 01-7146. Lot#: 394390. Manufacture date: dec 30, 2019. UDI: (B)(4). Item#: 01-7146. Lot#: 623100. Manufacture date: oct 27, 2019. UDI: (B)(4). Item#: 01-7146. Lot#: 623130 manufacture date: oct 27, 2019. UDI: (B)(4). Item#: 01-7146. Lot#: 714360. Manufacture date: jun 26, 2019. UDI: (B)(4). Item#: 01-7146. Lot#: 894250. Manufacture date: jul 15, 2019. UDI: (B)(4). Item#: 01-7146. Lot#: 894450. Manufacture date: jul 15, 2019. UDI: (B)(4). Item#: 01-7146. Lot#: 894500. Manufacture date: jul 15, 2019. UDI: (B)(4). Item#: 01-7146. Lot#: 894520. Manufacture date: jul 15, 2019. UDI: (B)(4). Item#: 01-7146. Lot#: 894590. Manufacture date: jul 15, 2019. UDI: (B)(4). Visual examination of the returned drills confirmed the products' identity. It was also confirmed that each drill was fractured, near the neck at the start of the fluted section. Review of the device history records identified no deviations or anomalies during manufacturing. The supplier DHR was not requested because the raw material certificate showed material is conforming to specification, including the material hardness. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00207.